Event description:
It was reported that a user experienced elevated blood glucose after eating pizza and selecting a ¿more than meal¿ announcement the prior evening, followed by selecting ¿less than meal¿ the next day when ¿usual¿ was believed to be appropriate, while using a contact detach 6 mm 23 inch infusion set and with the cgm target feature on the ilet pump turned off. Symptoms included hyperglycemia with a reported maximum of 326 mg/dl lasting a couple of hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient high glucose without reported clinical sequelae. Investigation included phone-based troubleshooting and education, verification of last contact detach change, a tubing fill check to assess for occlusion, and advising a set change to evaluate for a bent cannula, after which the user planned to reconnect and monitor for 1¿2 hours. Investigation of this case revealed user-selected meal announcement inconsistency as the likely contributor to hyperglycemia, with a potential but unconfirmed infusion site or cannula issue; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with incorrect meal announcement selection, with site function under evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.